Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed cuts into the insulation (approximately 25 cm distal to the is-1 connector pin) and a damaged inner conductor coil, which most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported oversensing. In particular the values measured during the electrical inspection were accordingly to the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise presenting on the ff channel. Reproducible with left arm maneuvers. Dx dipole was undersensing p-waves and picking up emi. All values were within range and stable. Data to be presented to physician for next steps. Lead currently remains implanted.